Manufacturer narrative:
Based on the claim against the product by the customer noting that the "gasket" of the harmonic ace instrument had fallen off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing. The missing teflon pad finding is related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer discovered that the "gasket" of the harmonic ace instrument had fallen inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained additional information regarding the reported event. The instrument was reportedly inspected prior to use, and no issue was noted. The instrument performed as intended up until the reported event. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. The fragment was retrieved during the same procedure and it was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.